Event description:
A technician reported that after the flap was made, there were adhesions. The surgeon used a blade to cut the adhesions. The lasik was completed and the pt is doing well. There was no harm reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).